Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not clinical use, when the issue occurred. The customer reported that the system had memory problems and could not save any images. The philips field service engineer (fse) inspected the system onsite and confirmed that the error did not occur again but suggested to replace the ippc (image processing pc) if it reoccurs. The ippc and hard disk were replaced in the subsequent case when it was reoccurred. After that, the system was returned to use in good working order.

Event description:
It was reported to philips that the system had memory problems and could not save any images. No harm to the patient or user was reported. Philips has started an investigation of this complaint.